Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. \

Event description:
The healthcare professional, via the manufacturer representative, reported the tined lead could not be inserted into the implantable neurostimulator (ins) during the procedure. The setscrew was attempted to be backed off, but it could not be loosened easily. It was ¿seemingly threaded poorly.¿ even when the setscrew was managed to be loosened, the lead could not be inserted easily. The ins was replaced and the issue was resolved. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far. Using a known good lead, the lead insertion test passed specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.